Event description:
"Doctor placed a clip on vessel and 2 extra clip that were stuck together came out. The doctor had to try and get them out so he extended his surgery time by 20 minutes."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.